Event description:
It was reported a patient underwent a laparotomy for postpartum hemorrhage on an unknown date and a drain was used. The drain tubing split along the side approx. 6 inches long. Unable to maintain suction with bulb syringe and had to be removed from patient. The patient was due to get it out he following day. No other details provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: if output was still high then this would have resulted in the drain needing to be removed prematurely and potentially worse health outcomes for the patient. Additional information has been requested and received. ¿ was leakage detected? Yes there was leakage. The dressing was changed multiple times in the post operative 24hr period that the drain was in, always leaking from around the insertion site ¿ did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? It was inserted in the or so it may have but I wasn't there. ¿ was the drain broken into two or more pieces? No, it was split lengthwise along the drainage end. ¿ was another drain needed to correct the situation? The surgeon had planned to reassess output overnight and remove the drain the following day. ¿ please clarify if there were consequences for the patient. There may have been bleeding we were unaware of into the peritoneal cavity due to the drain being taken out prematurely,. Massive risk for infection as the drain was not sutured in, it may have slid in and out of the peritoneal cavity for the 24hours it was insitu. Risk of ssi due to changing the dressing multiple times in 24 hours. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - what was the volume of blood loss? - how was the bleeding treated? - was the patient on anti-coagulants prior to surgery? - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).additional information: b1, b2, h6. Health effect - impact codeadditional information has been requested and received.I can answer that the blood loss was treated - the patient was a post-partum hemorrhage. Estimated blood loss about 3l (that's an estimate). Bleeding was treated - in the or and a bakri was inserted as well as the jp drain. I am unsure if patient was on anti coags prior to surgey the patient had a c-section.additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please address the questions in relation to the drain use and removal:it was noted there was 3l of blood loss. Was this after the drain was removed?was a 2nd drain placed to address any patient issues.were there any patient consequences due to the removal of the drain a day earlier than planned.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.